Event description:
It was reported that a tapered reamer was broken during surgery. All fragments were retrieved. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No manufacturing defects were detected in the returned parts and there were no unexpected results in cross sectional material analysis. The entire reamer was not returned. It was reported that following breakage some fragments were discarded as waste. (B)(6).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacture date reported incorrectly in previous mw filings; date is (B)(4) 2009. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device manufacture date was 05/20/2013. Date was added in error. Date of the report corrected. First and last name was corrected to (B)(6). Date received by manufacturer reported incorrectly in initial (B)(4); date is: (B)(4) 2011. Placeholder.